Event description:
A sales representative called to report an adverse event (ae) concerning a cypher stent. In 2006, the patient, of unknown gender, had a cypher stent inserted into the mid right coronary artery (rca). In 2007, the patient was diagnosed with an acute myocardial infarction (mi). During work-up under fluoroscopy for the mi, it was noted that the cypher stent had fractured. The patient was re-stented, requiring hospitalization on the same day. At the time of this report, ae has resolved. No further information available at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.